Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had no known utis in the past. They were still taking antibiotics one week out of four weeks. They continued to have utis and retention.

Event description:
Information was received from a consumer who was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had been having so many problems since receiving the implant. The patient noted that they were diagnosed with incontinence and not completely emptying their bladder. The patient stated that shortly after implant their healthcare professional (hcp) had recommended that the patient use a catheter due to residual urine still in their bladder. The patient noted that they had to catheterize themselves twice a day. The patient reported they experienced frequent urinary tract infections (uti¿s) and were hospitalized once with a severe uti. The patient noted that they did not know who they were and that at first the emergency room staff thought that the patient had a stroke. The patient stated that they didn¿t get any symptoms so they did not know why they had a uti. The patient noted that they were on antibiotics at the time of report. The patient was working with their primary care physician (pcp) regarding the uti and noted that they last saw the hcp for the device in march. The patient was referred to follow up with a hcp. No further complications were reported or were expected.